Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or appear as ¿high¿ on the cgm. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin.